Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced stoma site pain and discharge. On an unknown date, the patient was diagnosed with a stoma infection, which was treated with doxycycline oral antibiotic. On (B)(6) 2020, a CT scan of the stoma site was performed, to rule out an abscess. The CT scan confirmed there was no infection or abscess at the stoma site. The physician suspected there may be a hole in the tubing, causing a leak near the stoma site.